Manufacturer narrative:
The event occurred in (B)(6) while this product is not sold in the united states, it is like or similar to a product marketed in the united states. Reference the following medwatches with patient identifiers for the following systems: (B)(6) - mobile meter - system 1, (B)(6) - aviva meter - system 2.

Event description:
Customer reportedly received the following results, with two different meters, within 10 minutes: on (B)(6) 2015 customer received 17.4 mmol/l on mobile meter (system 1) and 7.0 mmol/l on aviva meter (system 2), and on (B)(6) 2015 customer received 15.6 mmol/l on mobile meter (system 1) and 6.5 mmol/l on aviva meter (system 2). No serious injury reported. Requested return of the alleged device for evaluation.